Manufacturer narrative:
Bayer quality assurance product analysis received and examined the returned lpct, lot #8401886. The defect was identified as degraded compound (resin) that is partially embedded in the tubing wall and extends into the fluid pathway. The cause of the reported problem is degraded compound (resin) that collected on the extrusion tooling and became partially embedded in the tubing as it was formed during manufacturing. The syringe kit instructions for use instructs the user to "visually inspect contents and package before each use." This visual inspection is to ensure particulates are noticed and mitigated, which is what occurred in the reported instance.

Event description:
A foreign body was visualized in the low pressure connecting tubing set (lpct) after filling. This was observed prior to use and the tubing was never used on a patient.